Event description:
It was reported that the rear rotation knob is bent and an unknown blue cable error occurred during set up for a breast biopsy. The case was aborted for other reasons. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the blue rotational cable and the top frame. Parts replaced that were not related to the customer complaint were as follows: green translational cable and the port shaft. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.